Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies in drawer 7 were not detected on the bus. A field service engineer inspected the unit and confirmed that no indicator lights were present on the row boards or the drawer controller, and the module controller light, which confirms communication with the row boards, was also off. Using a meter, the fse verified that the drawer controller was functioning properly. The issue was identified as a disconnected retractor band cable at the module controller. The fse reconnected the cable, ensured all connections were secure, and successfully tested the drawer in diagnostics. The customer also confirmed successful testing within the application. The system functioned as intended after the field service engineer repaired the device.